Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump¿s auditory alarm tones were not working. The distributor confirmed that there was vibratory alarm function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged auditory function issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the pump was powered on with no audio function. The vibratory alarm function was intact. The pump was opened for investigation and revealed the audio component intact but not functioning as intended. The audio component was determined to be defective.